Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2018 arjo was informed about the incident, which took place in the (B)(6) hospital in (B)(6) . During the load testing, the track dropped slightly causing that the maxi sky ceiling lift damaged. The visual inspection showed that the track was not perfectly aligned. The patient was not involved in the incident. No injury was reported.

Manufacturer narrative:
Collecting information is ongoing. Additional information will be provided upon conclusions of the investigation.

Event description:
On 11-jul-2018 arjo was informed about the ceiling track system malfunction, which took place in the (B)(6) hospital in canada. The initial information provided to the record indicated that during the load testing with usage of the maxi sky 600 ceiling lift with the weight of 500 lbs attached, the track dropped slightly. There was also mentioned by the customer that the ceiling lift got damaged when moved along the rail joint. The claimed issue (track dislocation) was not confirmed by the arjo representative, who inspected the bhm tracking system after the event. It was noticed that the installation at the connection point of two rails was loosened and developed a gap so the rails were not completely aligned. This issue was observed during the load testing, not during transfer of the resident. No injury was reported as the consequence of this issue.

Manufacturer narrative:
The section " describe event or problem" was corrected- the brand name of the ceiling system was corrected. Changes were also provided to the h10 section- brand name of the ceiling system, date of ceiling system assembly. On 11-jul-2018 arjo was informed about the ceiling track system malfunction, which took place in the (B)(6) hospital in canada. The initial information provided to the record indicated that during the load testing with participation of the maxi sky 600 ceiling lift with the weight of 500 lbs attached, the track dropped slightly. There was also mentioned by the customer that the ceiling lift got damaged when moved along the rail joint. The claimed issue (track dislocation) was not confirmed by the arjo representative, who inspected the bhm tracking system after the event. It was noticed that the installation at the connection point of two rails was loosened and create a gap so the rails were not perfectly aligned. This issue was observed during the load testing, not during the transfer of the resident. No injury was reported as a consequence of this issue. Based on the gathered information, the bhm track installation system was assembled by the third party company approximately 2008. The initial commissioning form (documenting whether the rail system was tested to verify if it functions according to its design objectives or manufacturer's specifications) was not available and it was not possible to determine, whether the valid weight load test was carried out in 2008, prior to installing the maxi sky 600 device, to ensure tracking could withstand device load. Additionally, the maxi sky 600 was sent to the third party company for repair and it was not available for further arjo evaluation. The serial number of the ceiling lift was not provided. According to the installation evaluation performed by the arjo representative and photographic evidence attached to the record, this reported issue - track not perfectly aligned is possible to occur when the installation is not performed adequately. Two main problems were observed during the visual evaluation made by arjo representatives: two rails at the point of their connection were not attached to the joint bracket, which should be attached to the bracket rod. This system provides a support point for two rails connected to each other. They should be clipped into the brackets and aligned to get the end of the track exactly in the middle of the joint bracket, ensuring the gap is tight. The bracket at the connection point of two rails was not placed in the center of the joint. This bracket allows connecting two rails tightly. The photographic evidence provided to the record showed that this component was not installed in accordance with the manufacturer's specification. Based on the collected information, photographic evidence and findings, arjo has been able to establish that the main cause of the event was an incorrect assembly of the installation by the third party company. Two issues indicated above showed that the third party company assembled the bhm tracking system improperly. When reviewing similar reportable events, we have found no similar records that may relate to the issue investigated here. To conclude, the claimed installation system was not up to the manufacturer's specification. We found this complaint to be reportable to the competent authority based on the initial allegation of the track detachment, which was not confirmed based on the collected information. Follow-up information confirmed that the issue was related to not aligned rails, between which the small gap was noticed. This issue was observed during the load testing and there was no risk for the user at that time. The system was withdrawn from use and the arjo representative was called. The facility staff took appropriate actions, according to the instruction for use: "if any unit is malfunctioning, contact your local arjohuntleigh representative". Based on the above findings and negligible likelihood of the occurrence of an adverse event, this type of complaint is no longer perceived as reportable.

Event description:
On 11-jul-2018 arjo was informed about the ceiling track system malfunction, which took place in the (B)(6) hospital in canada. The initial information provided to the record indicated that during the load testing with participation of the maxi sky 600 ceiling lift with the weight of 500 lbs attached, the track dropped slightly. There was also mentioned by the customer that the ceiling lift got damaged when moved along the rail joint. The claimed issue (track dislocation) was not confirmed by the arjo representative, who inspected the kwiktrack installation after the event. It was noticed that the installation at the connection point of two rails was loosened and create a gap so the rails were not perfectly aligned. This issue was observed during the load testing, not during transfer of the resident. No injury was reported as the consequence of this issue.

Manufacturer narrative:
On 11-jul-2018 arjo was informed about the ceiling track system malfunction, which took place in the (B)(6) hospital in canada. The initial information provided to the record indicated that during the load testing with participation of the maxi sky 600 ceiling lift with the weight of 500 lbs attached, the track dropped slightly. There was also mentioned by the customer that the ceiling lift got damaged when moved along the rail joint. The claimed issue (track dislocation) was not confirmed by the arjo representative, who inspected the kwiktrack installation after the event. It was noticed that the installation at the connection point of two rails was loosened and create a gap so the rails were not perfectly aligned. This issue was observed during the load testing, not during transfer of the resident. No injury was reported as the consequence of this issue. The kwiktrack installation was assembled by the third party company. The initial commissioning form (documenting whether the rail system was tested to verify if it functions according to its design objectives or manufacturer's specifications) was not available and it was not possible to determine when the installation was assembled at the customer facility. The maxi sky 600 was sent to the third party company for repair and it was not available for further arjo evaluation. The serial number of the ceiling lift was not provided. Based on the installation evaluation performed by arjo representative and photographic evidence attached to the record, this reported issue - track not perfectly aligned is possible to occur when the installation is not performed adequately (not in accordance to installation guide 001-11161-en). Two main problems were observed during the visual evaluation made by arjo representatives: two rails at the point of their connection were not attached to the joint bracket, which should be attached to the bracket rod. This system provides a support point for two rails connected to each other. According to the installation guide, the track should be clipped into the brackets and aligned to get the end of the track exactly in the middle of the joint bracket, ensuring the gap is tight. There is also mentioned: "be sure to center the curve ends with the joint brackets." The bracket at the connection point of two rails was not placed in the center of the joint. This bracket allows to connect two rails tightly. The photographic evidence provided to the record showed that this component was not installed in accordance with the manufacturer's specification. Based on the collected information, photographic evidence and findings, arjo has been able to establish that the main cause of the event was an incorrect assembly of the installation by the third party company. Two issues indicated above showed that the third party company assembled the kwiktrack installation improperly. When reviewing similar reportable events, we have found no similar records that may relate to the issue investigated here. To conclude, the claimed installation system was not up to the manufacturer's specification. We found this complaint to be reportable to the competent authority based on the initial allegation of the track detachment, which was not confirmed based on the collected information. Follow-up information confirmed that the issue was related to not aligned rails, between which the small gap was noticed. This issue was observed during the load testing and there was no risk for the user at that time. The system was withdrawn from use and the arjo representative was called. The facility staff took appropriate actions, according to the instruction for use: "if any unit is malfunctioning, contact your local arjohuntleigh representative". Based on the above findings and negligible likelihood of the occurrence of an adverse event, this type of complaint is no longer perceived as reportable.

Manufacturer narrative:
The devices involved in the event were track system and maxi sky 600 ceiling lift. The maxi sky 600 ceiling was returned for repair to the third-party company, therefore the evaluation of the device is not possible. The evaluation of the track system performed by the arjo representative showed that the track was not aligned- the installation was repaired. The detailed results of the device evaluation and repair are not yet available. Additional information will be provided upon conclusion of the investigation.